Event description:
On november 1, celltrion USA received an email with FDA medwatch that reported by healthcare professional on 20-oct-2023. The reporter stated as below: a physician, an allergy and immunology specialist called to submit a report about the covid-19 test kits that are supplied by the government which gave false negative more than once. The reporter took a test using diatrust covid-19 test kit, which was provided by the government that has an expiration date of 1/16/2023. The result was negative. The same day, he took another test using celltrion diatrust covid-19 for second time and the result came negative. The same day, he took another test using the cvs flowflex covid-19 test kit and he got another positive test. He said both celltrion diatrust covid-19 test kits, that are supplied by the government failed. He wanted to know how FDA is handling these situations, since thousands of people including his patient are getting false negatives and caring for other immune compromised people and pass the virus. Importer's comments: this report is the reporter's first of 2 cases contained in this report. (The reference is the mw5147281 from FDA as attachment.) It is not able for us to follow up to collect additional information and such as product information following by reporter's consent.